Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). If additional relevant information is identified, a follow up report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the middle of the procedure. No additional anesthesia was administered. The procedure was delayed and completed with the non-olympus device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, front panel display blackout intermittently and color bar displayed on monitor screen occurred due to failure of the printed-circuit board. The cause as to why the cp board was faulty could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center touch panel blacked out. The issue was found during the therapeutic laparoscopy cholecystectomy. The procedure was completed with a non-olympus device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the front panel display blacked out intermittently due to the faulty printed circuit board, the color bar displayed on the monitor screen instead of the endoscopic image due to the faulty printed circuit board, the light intensity was found dimmer than usual due to faulty light emitting diode unit, and dust inside the unit needed to be cleaned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1: initial reporter address: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field).